Manufacturer narrative:
Philips service system shutdown and restarted; returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to power on; post failure on non-critical item on a azurion 7 m20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.